Event description:
Event description guidant received information that upon interrogation with both a 2920 and a 2901 programmer, this implantable pacemaker (ipm) exhibited an error code. The nurse noted that the patient had underwent radiation therapy in the past. The device was explanted and a new guidant pacemaker was successfully implanted. The explanted device has been returned for analysis.